Event description:
It was reported that an ilet user experienced repeated occlusion alerts on a steel 6 mm contact detach infusion set, requiring multiple supply changes, with blood glucose around 264¿267 mg/dl after a recent meal and insulin therapy resumed after tubing verification. The problem involved obstruction of flow associated with the connector/coupler component. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting steps to check for kinks or blockages and confirming insulin drops during fill tubing. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow at the connector/coupler. The user received education on best practices for responding to hyperglycemia and occlusion events and was assigned additional training. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.